Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022, clinical (B)(6)- (hcp, for, sdy): information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving compounded baclofen in flex infusion mode via an implantable pump for unknown indications for use. It was reported that the patient contacted the emergency room on (B)(6) 2022 and came to the emergency outpatient clinic on (B)(6) 2022. The patient had blistering at the skin on the pocket. The patient required in-patient or prolonged hospitalization. Laboratory testing on (B)(6) 2022 regarding a wound culture showed no growth. Regarding surgical observation on (B)(6) 2022, the pump was externalized. The entire system was explanted on (B)(6) 2022. The devices were not replaced. The event was resolved without sequela as of (B)(6) 2022. The devices were disposed of by the healthcare provider according to biohazard instructions. The device diagnosis and clinical diagnosis was noted as not applicable. Regarding etiology, the relationship of the event to the device or therapy and implant procedure was possibly related.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. On (B)(6) 2022 the patient came to the clinic and blistering, redness, and two blue spots were at the skin of the pocket. The clinical diagnosis was infection. The patient was 50 years old at the time of consent. Xray results of the thoracic spin on (B)(6) 2022 had revealed no anomalies. A wound culture on (B)(6) 2022 revealed no growth. Regarding a tissue culture on (B)(6) 2022, leucos sporadically and bacteria none was indicated. Laboratory testing results (blood) on (B)(6) 2022 revealed leucos 7.0 and crp 11.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a clinical study. The male patient¿s age was 50 years old at the time of consent.

Manufacturer narrative:
H6 correction: the patient code e1713 was not previously applied in error. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.